Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 1506 mg/dl. It was stated that the customer was confused and took a fall. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time. The insulin pump passed the prime test. Also found no delivery alarms in the alarm history. Nothing further was reported.